Event description:
Boston scientific received information that when reviewing an electrogram (egm), the clinician noted a spontaneous ventricular fibrillation (vf) event that abruptly ended. Boston scientific technical services (ts) discussed the electrogram (egm) strip with the clinician and concluded that the event was noise caused by electromagnetic interference (emi). It was noted that the noise was oversensed by the device and lead to pacing inhibition with greater than two seconds of asystole. The cause of the emi was found to be due to a valsalva maneuver and the noise was able to be reproduced. The field representative stated that the patient was near syncopal as he is pacemaker dependent. The device was reprogrammed to least sensitive in the right ventricle (rv) and a repeat defibrillation threshold (dft) test was done with no drop out. The patient was seen in the office approximately two weeks later and no further issues were seen.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.